Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #13 (tye ii bone). Primary stability and osseointegration were not achieved. The clinician states that the implant flowered at 25 mcm's. Another implant was successfully placed at the time of surgery. The implant was removed on (B)(6) 2012. Medical history: no significant findings.